Event description:
It was reported that this patient with a pacemaker system was hospitalized due to a valve deterioration and infection. Additional information was requested from the field representative to confirm if the infection was related to our device however, no further information was obtained. A code 1003 was observed during a routine follow-up, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information from the field representative noted that the patient had a systemic infection and defective heart valve not related to the pacemaker system. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker system was hospitalized due to a valve deterioration and infection. Additional information was requested from the field representative to confirm if the infection was related to our device however, no further information was obtained. A code 1003 was observed during a routine follow-up, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information from the field representative noted that the patient had a systemic infection and defective heart valve not related to the pacemaker system. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.